Manufacturer narrative:
The reported meter was returned with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. (B)(4).

Event description:
Customer's son reported that on (B)(6) 2012 at 6:48 am, customer received a reading of 175 mg/dl on his adc blood glucose meter, which was "lower than it should be". Caller further reported that at about 1:30 pm customer experienced feeling "lightheaded and was off balance when walking". Customer self-presented to a local healthcare facility where he was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. It is unknown if the customer self-treated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.